Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed. Venous access was obtained. Intracardiac echocardiogram (ice) imaging was used for imaging peri-procedurally. Transseptal puncture (tsp) was performed using a non-boston scientific (bsc) transseptal system. The left atrium (la) was cannulated with a non-bsc guidewire. A double curve watchman fxd curve access sheath (was) and 24mm watchman flx closure device and delivery system (wd) were advanced and positioned at the laa. The wds was deployed using an unsheathing technique and subsequently implanted after release criteria was met. A small pe was discovered on ice imaging near the left ventricle posteriorly. A pericardiocentesis was performed. The patient remained stable throughout and the procedure was concluded. The patient was discharged home. In the physician's opinion, the non-bsc ice imaging catheter was the sole presumed cause of the pe.